Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Complaint internal reference: (B)(4).

Event description:
It was reported by the patient via survey she had a novasure endometrial ablation procedure on (B)(6) 2018, and was discharged home. Sometime post procedure, the patient is experiencing severe pain. The physician subscribed codeine and oramorph. It is unknown if any other intervention was required. No additional information provided.